Manufacturer narrative:
"A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. "

Event description:
It was reported that 3 pen needle 31gx5mm 7 pack leaked during use. The following was reported by the initial reporter: "the staff called that they reported that there was leakage of the pen needles purchased by the customer. The customer bought a total of 98 needles in 1 box, and bought 8 boxes and 7 needles per box.among them, a box of 7 needles had leakage problem in three consecutive containers, while 98 containers had no leakage problem. Customer did not provided how many times she used a day, more than a dozen units at a time, and the injection pen brand was not provided; the products were reserved and photos were also with customer."

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. 7pcs retention samples were checked the leakage through clog test, there is no leakage detected, the water was flowed through the cannula tip which is meet requirement. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that 3 pen needle 31gx5mm 7 pack leaked during use. The following was reported by the initial reporter: "1. The staff called that they reported that there was leakage of the pen needles purchased by the customer. The customer bought a total of 98 needles in 1 box, and bought 8 boxes and 7 needles per box.among them, a box of 7 needles had leakage problem in three consecutive containers, while 98 containers had no leakage problem. 2. Customer did not provided how many times she used a day, more than a dozen units at a time, and the injection pen brand was not provided; 3. The products were reserved and photos were also with customer"